Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Following the report, technical support provided instructions for resetting the pump, and the caller successfully completed the reset without recurrence of the issue. The caller was advised to continue using the pump and to call back if the malfunction code reappeared. The caller acknowledged and understood the instructions given.